Manufacturer narrative:
E1. Initial reporter address 1: (B)(6).

Event description:
It was reported that a dissection occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid-left circumflex artery (lcx). Pre-dilatation was performed with a 2.00 x 12 mm non-compliant (nc) balloon. A 38 x 2.50 promus premier drug-eluting stent (des) was fully deployed at 16 atmospheres for 10 seconds and post dilated with a 2.50 x 12 nc balloon. However, a type b and flow limiting dissection occurred at the proximal stent edge. Per the physician, the bend and calcification of the target vessel contributed to the dissection. A 2.75 x 20 mm promus premier des was deployed to cover the proximal stent edge dissection. The procedure was completed, and the patient fully recovered and remained stable.